Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault that was cleared on the monitor. The event log showed the onset of the driveline power faults being (B)(6) 2022. The modular cable and system controller were exchanged and the alarms resolved. There was no corrosion noted on either side of the driveline connectors. Related manufacturer reference report MFR # 2916596-2022-00940.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm issue was confirmed with the returned modular cable (lot # 199193). The returned modular cable was tested together with laboratory test equipment and the system operated with an active driveline power fault alarm. The modular cable failed electrical measurements indicating an open circuit condition with one of the underlying wires. The modular cable was delayered for visual inspection. Removal of the layers revealed a compromised underlying wire with exposed conductors approximately four inches from the in-line connector end. Although the damage appears to be result of being severely kinked/fatigued, a specific root cause was not determined during the evaluation. The relevant sections of the device history records for hm3 modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. Modular cable (lot # 199193) was shipped in the implant kit of (B)(6) on (B)(6) 2018. Heartmate 3 instructions for use (\rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.